Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced a blood glucose (bg) reading of 337 mg/dl with a moderate level of ketones. The patient allegedly remained on insulin pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the pump had emitted at least two loss of prime warnings. During troubleshooting with customer technical support, it was revealed that the user had inserted a cartridge for use in the pump that was filled with cold insulin, which allows for the presence of air in the cartridge, which may lead to under delivery. The user manual instructs the user to allow the insulin to warm up to room temperature prior to filling the cartridge. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error.